Event description:
It was reported that a balloon rupture occurred. The 65% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres within one second. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medicine e1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 65% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres within one second. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.